Manufacturer narrative:
Concomitant product: 4196 lead ,implanted: (B)(6) 2010. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, and the impedance trend on the rv pacing lead was variable. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise and oversensing in non-sustained ventricular tachycardia episodes. Varying impedance was also observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.